Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a perforation that occurred in the saphenous vein graft to the left anterior descending (lad) vessel that occurred with the use of a non-abbott device. The graftmaster stent was implanted, but did not seal the perforation. No additional intervention was performed and the patient was reported as a critical observation and remains hospitalized. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device remains in the patient. It is indicated that the stent delivery system (sds) is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.